Event description:
Information was received from a patient regarding a wireless recharger. The reason for call was to report that since over the weekend hasn't been able to recharge the implanted neurostimulator. When asked, patient said that sometimes recharges every day and sometimes every 3-4 days. Patient said it seeing a red light on the recharger. And when turned recharger on said that sees a green light and two of the battery lights are shaded green. When asked, patient doesn't keep recharger consistently in the plugged in dock. With instruction, patient connected to the recharging app and received the message that the battery is at 25% however then started to beep. Patient was directed to reposition the recharger over implant. See (B)(4) for report of recharging issues and red light. After several attempts at repositioning patient wasn't able to connect to implant and received red light on the recharger. Reset recharger and handset however this didn't resolve the issue. Patient to call back when has more time for troubleshooting to review steps. Patient called back and said he misunderstood what was being asked about the docking station. He said the docking station does have a green light on and it and it is working. Patient would get a connection and then lose the connection. It said recharging good and 25% charge. Patient is nervous if he has trouble again he won't be able to recharge. Patient requested replacing the recharger. If that doesn't resolve the issue suggested he follow up with his doctor. Sent request to repair to replace recharger. Patient mentioned historical even that he was in hospital for six weeks. (B)(6) 2025, (B)(6) (con): additional information was received from patient and asked assistance charging the ins. Reviewed positioning the wr over the ins. Patient was able to start a charging session. (B)(6) 2025, (B)(6) (con) update: additional information was received from patient stated that they needed guidance getting connected to their implant to begin a charging session. When the patient entered the recharger application, they encountered a "recharger not found" screen. Agent guided patient through a hard reset and "switch recharger" prompt, but the issue persisted. Patient stated that they have two rechargers. Patient tried the other recharger but the issue persisted. For both rechargers, agent could briefly connect to their implant without using the recharger application, but the connections were not maintained. Patient stated that they were able to charge yesterday, but they have always had issues with intermittent connection. Agent recommended that patient seek in person assistance. Patient stated that they are nervous that their implant will deplete.

Manufacturer narrative:
Continuation of d10: product ID: wr9200, serial# (B)(6), product type recharger product ID: wr9200, serial# (B)(6), product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient stating the replacement recharger is working fine.